Event description:
It was reported that during a laparoscopic cholecystectomy the clips came out "criss-crossed". Another of the same device was used to complete the procedure. There was a delay to clip, troubleshoot and retrieve a replacement. There was no pt injury.

Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition with a clip in the jaw when returned. Three scissored clips also were returned in a separate bag. The jaw of the device appeared to be in alignment and the clip retainer and push fork were acceptable. Upon eval, the 13 remaining usable clips were fed, cycled and formed as intended. After the last clips was fired, the device locked out as intended. The device history record was reviewed, and no discrepancies were noted. As the device operated as intended upon eval, no conclusion could be made as to what may have caused the reported event.